Manufacturer narrative:
Result of investigation: vyaire medical was able to verify the customer's reported issue. Evaluation revealed that the sinter bronze filter is blocked by a rubber feet. This in turn cause the blower temperature to increase and resulted in blower failure. High temperature alarms were active before the failure. It was determined that the rootcause is user fault (not following instructions).

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, log files, pictures and trouble shooting information was sent . Vyaire technical support consider this event as a user fault. The end user were moving the vent without lifting it, that's why the rubber foot moved to the sintered bronze filter outlet. After replacing all filters and restarted the unit failures kept going. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 alarmed on technical failure 316 "blower failure and technical failure 401 "inspiration valve or device leaky" during patient use. The technician noticed that the black rubber leg was blocking the bronze filter. The "inspiration block/valve test" manually stopped because the unit started to alarm on "temperature of the blower too high" (tf240). The unit was replaced and customer confirmed that there was no patient harm associated from this event.